Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd venilon pro safety indwelling vein catheter the safety mechanism failed. There was no report of patient impact. The following information was provided by the initial reporter: the needle protection failed, the nurse is skilled and use to insert vps.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 18-may-2022. Investigation summary: one used sample was received by our quality team for evaluation. The defective sample with the needle cap has been detached from the cannula hub and the cannula was exposed. The needle cap was observed in good condition without any damaged or abnormality at the connection end to the cannula hub. The v-clip is properly assembled without any damaged or abnormalities. The tether foil folds on the cannula are correctly formed in a zig-zag fold with no abnormality and the sample is able to be fully activated without any issue. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the sample returned, the probable root cause for the safety mechanism failure could be that the needle cap could have disengaged prematurely form the cannula hub due to an assembly station misalignment at the needle cap assembly to the cannula hub station or due to the user application. However, as the cannula hub was not returned, no further investigation can be performed. Therefore, the root cause cannot be determined.

Event description:
It was reported while using bd venflon pro safety safety indwelling vein catheter the safety mechanism failed. There was no report of patient impact. The following information was provided by the initial reporter: the needle protection failed, the nurse is skilled and use to insert vps